Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: asm bolis ail limit. Case notes: problem description: (B)(4). Asm bolis ail limit during pm. Emailed copy of service bulletin 543 and went over how to correctly attach the 8015 to the asm program. Bolis ail limit error went away.